Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 5 suspected false positive flu a results. 4 out of the 5 patients were symptomatic. No confirmation testing was performed. Report 2 of 5.